Manufacturer narrative:
Concomitant medical product: 694045 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department for being unstable on feet with a possible fall. Interrogation showed possible fracture of the right ventricular (rv) lead as high impedance was noted. Reprogramming was performed. The rv lead remains in use. No further patient complications have been reported as a result of this event.